Event description:
The customer reported a charge/shock failure message in testing.

Manufacturer narrative:
The customer reported a charge/shock failure message in testing. The device was evaluated at philips, and the symptom was confirmed. Replacing the therapy pca resolved the issue.